Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 6 months it was reported that this right ventricular lead had low r waves measured between 1 to 4 mv. Furthermore, it was reported that the patient had good underlying rhythm, and threshold and impedance measurements were stable. The physician decided to revise the lead but the revision date has not been provided so far. The lead remains in service. Should further information become available, this investigation will be updated.